Event description:
During product evaluation by a baxter service technician, a colleague infusion pump found pinched wires of the isocom printed circuit board assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be pinched wires of the isocom printed circuit board assembly. In order to correct the reported condition the rear housing was replaced (isocomm is part of rear housing). If additional information becomes available, a follow-up report will be submitted.